Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, difficulties crossing the lesion were encountered. The severely tortuous 1st marginal was not predilated. The 3.0x12mm taxus express2 8.8% drug eluting stent was unable to cross the lesion, so the physician tried to remove the delivery system. The physician encountered resistance when the delivery system was pulled back into the guide catheter. The physician pulled the guide catheter, stent and wire out together successfully as a unit. The proximal edge of the stent was then noticed to be flared. The physician then predilated the lesion and successfully completed the procedure with another 3.0x12mm taxus express2 8.8% drug eluting stent. There were no pt complications.